Manufacturer narrative:
Company comment: the serious event of nodule at implant site and the non-serious events of pain at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria include the need for surgical intervention to prevent permanent damage. The potential root cause is the treatment procedure. The event cutaneous contour deformity was secondary to surgical removal of nodule at implant site. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a 50-year-old female patient concerning herself. Additional information was received on (B)(6) 2022 from same reporter. The medical history of patient included depression. Concomitant medications included multivitamin [vitamins nos] and bupropion [bupropion] for depression. The patient had no known allergies. The patient had previously received treatment with botox every 6 months. On an unknown date, the patient had received first and second dose of moderna covid-19 vaccine. On (B)(6) 2021, the patient received treatment with sculptra to both cheeks (unknown amount, lot number, injection technique and needle type). Immediately after the filler treatment, the patient experienced a very painful (implant site pain) right cheek for days. The patient reported that the area is no longer painful. About a year later, in (B)(6) 2022, the patient experienced a nodule (implant site nodule) forming inside the right cheek. In (B)(6) 2022, the patient received treatment with botox [botulinum toxin type a]. On an unknown date in 2022, the hcp removed the nodule surgically and currently she has uneven (cutaneous contour deformity) cheeks. She would need plastic reconstructive surgery. Outcome at the time of the report: nodule was unknown. Painful was recovered/resolved. Uneven was unknown.